Event description:
The grey station on this compounder reportedly overdelivered, 60cc was programmed, 72cc delivered. The situation was found during compounding, and there was no patient involvement. The facility's rep did not associate any patient incidents with this device.

Manufacturer narrative:
An evaluation of this device has not been completed at the time of this report. A replacement device has been provided to the facility with the expectation that the device involved in this event will be returned for testing. A follow up report will be submitted upon completion of the evaluation.